Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp areas of all three leaflets and their free margins exhibited minimal calcification and the x-ray demonstrated calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, at the outflow aspect, and into the orifice. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. Two leaflets were fused together by host tissue at the commissure on the outflow aspect. Incidental findings: commissure 2 wireform was distorted; this damage is likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the clinical observation of stenosis was confirmed as the calcification restricted mobility in the leaflets which led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after an implant duration of four (4) years, nine (9) months due to stenosis secondary to calcification. This pericardial bioprosthesis was replaced with an unknown device. There were no reported adverse patient effects.